Manufacturer narrative:
Based on the results of the investigation, the reported event was found inconclusive as the problem could not be reproduced in the lab. Our manufacturing site is aware of this event and we have entered this complaint into our trending report that is reviewed by our management team. A review of the device history record did not indicate any manufacturing non-conformance that could have caused or contributed to the reported event.

Event description:
It was reported that after sample use of different sizes of freedom catheters by the patient (31 mm, 28 mm, and another 31 mm), the patient determined that the 31 mm size worked the best as the 28 mm was too tight. After removal of the last catheter from the penis, puss was observed coming of the end of the penis. The patient was taken to the hospital where he was diagnosed with a possible e-coli infection. It is unknown if treatment was performed. It is unknown if the e-coli infection is device related; however, the patient remained in the hospital and was later transferred to a nursing home for a 2 week extended care stay. No further information was provided.